Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: h10 (information was inadvertently missed). Correction to h10: the device was returned to olympus for inspection, and the customer's complaint (picture dropping out) was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation. The customer reported the device works normally when turned on, but the picture drops out during use. The issue was found during preparation for use for an unknown procedure. The device was not used for the procedure. During the device evaluation, the following reportable malfunction was found: the image was purple due to a broken charged coupled device (r-unit). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a purple image due to a broken charged coupled device (r-unit). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.